Manufacturer narrative:
On 08/05/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 08/29/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site radiographic technologist (rt) attempted to take the post-op confirmation spin when the imaging system pendent displayed the message "waiting for mvs communication" and the mobile view station (mvs) software became unresponsive. The mvs was re-booted and the imaging system functioned as expected. Performed a 3d spin without issue. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.